Manufacturer narrative:
Technician found the power control module was the issue. Technician replaced the power control module and the unit was working well.

Event description:
Technician alleged that the bed had no power and no functions.